Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735798, serial/lot #: (B)(4). No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The poe unit was replaced. The poe was returned to the manufacture for analysis. After functional testing and visual/physical examination the reported issue was not confirmed. The returned part had no apparent physical damage and passed a functional test. No problem found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was disconnected. It was reported outside of a procedure that the camera was not connecting and does not receive power. Troubleshooting was performed by the manufacturer representative (rep) there was normal behavior with the monitor and the picture was functional. The rep bypassed the monitor with a spare ethernet cord directly connecting it to the camera that was in good condition and it was reseated. "Mast" to camera bypassed with a new ethernet and no changes were seen. Checkpoint to "oring" (bypass internal interconnect cable chain) was performed. Bypassing "oring" was performed with no change. They switched ports on the "oring" for "poe", and used a new ethernet cable. The rep swapped the ethernet port in the mast with no change. They checked point directly to "poe". No patient was present at the time of the event.